Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed a visual inspection. They found the insertion needle was bent inside the sensor base. They were unable to confirm if the customer received the sensor in that condition due to customer returning an opened/used sensor. The complaint was against the sen-serter.

Event description:
The customer reported via phone call that she was putting in her enlite sensor and when she pulled it out to get the needle out of her body, the needle was stuck. Customer was advised to take out the sensor and put a new one on. Customer stated that the needle doesn't come out and it is stuck in her body.